Event description:
An impella 5.5 was being placed to support the 67 year old male who had been admitted in with known cardiomyopathy, and presenting in scai stage e shock. The access was complicated due to underlying disease, as the patient had peripheral vascular disease and calcification, and the location of the previously placed implantable cadioverter-defibrillator (ICD) which was placed at the subclavian. As the ICD precluded the placement they attempted the off-label access at the innominate, which also failed to allow the 5.5 to be delivered. The team then attempted the right axillary graft access. The team repeatedly exchanged wires and tried to deliver the 5.5 but, despite all efforts the pump could not advance beyond the innominate, to the aortic arch, and to the left ventricle. The 5.5 was abandoned and the patient was supported by inotropes and the intra-aortic balloon pump (iabp). The delivery failure will be reported however the exchange to the iabp was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned for investigation. Section d9 was updated.

Manufacturer narrative:
D1 (brand name) has been added. D3 (manufacturer fax) has been added. E4 (reporter also sent report to FDA?) Has been added. H3 (device evaluated by manufacturer?) Has been updated. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was most likely determined to be patient condition related due to calcified vessels and left subclavian ICD in place preventing successful delivery of impella and kinked the cannula. Use against labeling: the cause of use against use against labeling: the cause of use against labeling issue was most likely determined to be patient condition related due to calcified vessels and left subclavian ICD in place and kinked the cannula and the md elected to first attempt off-label innominate access.